Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: a2; a4; b5; d6b; d6b; h6.

Event description:
Patient reported right side capsular contracture, baker grade IV. Device has been explanted.

Event description:
Patient reported right side capsular contracture, baker grade IV, diagnosed via MRI. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.